Manufacturer narrative:
The device was received, and quality eval is in progress. Therefore, a follow-up report will be submitted upon its completion.

Event description:
The maestro drill with handswitch was received for eval because during a procedure it was allegedly running without user activation. The procedure was completed with a readily available alternate device without any clinically significant procedure delay, and no adverse consequences were reported.